Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had audio vibrate anomaly and buttons are harder to press. Customer's blood glucose level was 180 mg/dl. Customer reports sounds coming from insulin pump. Customer also states reservoir compartment was disproportionate. Customer also reports that the reservoir becomes not secure inside the reservoir compartment. Customer also states buttons are non responsive. The insulin pump will not be returned for analysis.